Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device batch/lot number was not provided, and therefore the device history record and lot-specific similar complaint could not be reviewed. Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 16-14mm amplatzer duct occluder was selected for implant using an 8f non-abbott sheath. During deployment, the occluder was not taking desired shape and deformed with a cobra shape. There was no interaction with cardiac structures during deployment and no angulation/kink was observed with the delivery system. The occluder was never released from the delivery cable while inside the patient and was retrieved. No device was ultimately implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.